Event description:
On 6/7/2023 infutronix received a report that a pump did not alarm upstream occlusion with one present. No patient involved. The issue was discovered during testing.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: review of the event history log on 11/27/2023 identified the following: multiple indications of downstream occlusion alarm (e05). Infusion was programmed with a rate of 99ml/hr. The pump was tested on (B)(6). 2023 in accordance with the nimbus ii series complaint investigation process work instruction (it-040-wi-003, rev b) section 12. The following was noted during testing: infusion setup for 99ml/hr for 100vtbi. Infusion let run for one minute, then an upstream occlusion was created by clamping forceps between the pump and the drug bag (filled with water for testing). The pump went until infusion complete without an upstream occlusion alarm being triggered. The reported issue is confirmed.